Manufacturer narrative:
The actual product was not returned for analysis. However, analysis of the device memory was performed and no anomalies were found. No anomalies identified. Episodes of vt(+svt) which require shock therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). The implantable cardioverter defibrillator (ICD) did not withhold detection as the atrial and ventricular rhythms dissociated. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.